Event description:
On (B)(6) 2015, the subject device was implanted with a volta lead (sn (B)(4)). On (B)(6) 2017, the patient received 7 inappropriate shocks in the street. The patient was admitted at the hospital and the episodes showed noises that seemed to be a lead breakage. In addition it was observed that in certain days the coil impedance and continuity decreased significantly and later on these values were recovered with quite stability. The lead was explanted on (B)(6) 2017 and returned for analysis. Preliminary analysis showed that the reported event was most probably due a lead issue. No issue is suspected related to the subject ICD.

Event description:
On (B)(6) 2015, the subject device was implanted with a volta lead (sn (B)(4)). On (B)(6) 2017, the patient received 7 inappropriate shocks in the street. The patient was admitted at the hospital and the episodes showed noises that seemed to be a lead breakage. In addition it was observed that in certain days the coil impedance and continuity decreased significantly and later on these values were recovered with quite stability. The lead was explanted on (B)(6) 2017 and returned for analysis. Preliminary analysis showed that the reported event was most probably due a lead issue. No issue is suspected related to the subject ICD.